Event description:
The facility reported a fail code 500 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 500 was confirmed. Inspection of the device revealed that the lockout key was held in the depressed position for 50 seconds. A corrective and preventative action has been initiated.